Event description:
It was reported that the patient received inappropriate atp and hv therapy when he presented in-clinic for a device check after suspecting he experienced a patient notifier. Upon review of the stored episodes, it was discovered that the therapy was inappropriately delivered for an svt rhythm, possibly a fib with rvr. Programming changes were made. The device will continue to be monitored.